Event description:
Iabp [intra-aortic balloon pump] placed at another facility, using transduced central lumen pressure. Pt had erratic triggering alarms throughout the day due to vt [ventricular tachycardia] storm; pump was triggering from ECG and rn had put trigger to ap [arterial pressure] for more appropriate inflation. Pump is ¿on¿; balloon not being augmented (if not pumping, should default to ¿standby¿?). No inflation; yellow ¿trigger loss¿ alarm. Autopilot with ap trigger; arterial & ECG waveform present. Odd artifact in art waveform; not reading bp [blood pressure]. Began pumping erratically w/artifact from moving transducer. Unknown how long pump was not inflating due to inaudible alarm. Manufacturer response for intra aortic balloon pump, ac3 optimus (per site reporter). Teleflex fse [field service engineer] on-site to perform complete functional check to OEM [original equipment manufacturer] specs. Cleared for use. Balloon sequestered and used to be entered separately; pending return to arrow/teleflex. Manufacturer response for intra aortic balloon, (brand not provided) (per site reporter). Sending packaging to return iab for evaluation.